Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the quick release while she was at a graduation event. The site location was patient's abdomen. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 200 mg/dl. According to the complaint investigation, on the returned used device (3 used tubing), it was found that the tubes were detached from the tubing connectors because they were not properly assembled to the connectors. No further information was available.